Event description:
On 6/20/2000 the account reported a hgb of 6.5 g/dl and a hct of 17.8% on this pt. A second sample from the pt gave a hgb of 11.4 g/dl and a hct of 34.2%. This prompted the account to repeat the first sample. The repeat results were: hgb=10.5 g/dl and hct=34.2%. The pt had a type and crossmatch performed but no transfusion was given. No injury was reported.